Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the surgeon stated that the sealing of the device was poor, that it had little sign of energy delivery. They used a suture to replace the device. There was no patient injury.